Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not functioning correctly when navigating menu and keypad gets stuck. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer had a new battery available and they were advised to remove and reinstall battery cap without removing the battery, however keypad was unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The device will not be returned for analysis.